Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/13/2015 with the following findings. On investigation, the pump powered up to a verify screen with a pinkish contrast. Auditory and vibratory features were operational. No tactile issues were found with the buttons. Unrelated to the complaint, a battery compartment crack was found below the grip pad. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.